Event description:
Patient #2. Approximately one hour into the treatment, the pt complained of cramping. 10 cc hypertonic saline was administered. The pt had continued complaints of cramping, light-headedness and chills with hyperventilation, vomiting and diarrhea. The pt was administered 1 amp of 50% dextrose and was transferred to the ER. The pt remained hospitalized until august 1, 2000.